Event description:
It was reported that the patient received a durom acetabular component 60/54 code t on (B)(6) 2007. The patient is currently being monitored due to pain, osteolysis, and elevated co levels. A revision surgery is planned on (B)(6) 2014. No other information was received.

Manufacturer narrative:
The MFR did not receive devices, x-rays. Other source of documents (implantation operative report, analysis report-pathology result, patient diagnostic report) were provided. The patient has not been revised and is currently being monitored. The device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probably cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marked in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was retorted to the FDA in july 2008 as notification zx-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer ref number (B)(4).